Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the motor stopped "for a few seconds" with rpms and flows to zero three times. The motor restarted without any intervention at previous set of rpms. The patient was switched to back up equipment. There was no reported prior procedure or preceding event before the motor failure. The patient required an increase in inotropic support and was given volume due to the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the motor speed and flow dropping was confirmed. The centrimag motor (serial #: (B)(6) ) was returned for analysis and a log file was downloaded from the returned and associated 2nd generation primary console for review. A review of the submitted log file showed events spanning approximately ((B)(6)2022 ¿ (B)(6) 2022, (B)(6) 2022 per time stamp). Events occurring on 02may2022 took place during lab testing at abbott. The console was operating a pump at the speed of ~4500 rpm with a flow of ~4.9lpm. On (B)(6) 2022 at 15:47:13, sub fault ¿sf_ifd_speed_mismatch¿ activated and the speed dropped to 0 rpm and the flow became a negative value. ¿set pump speed not reached: m5¿ and ¿flow below minimum: f3¿ alarms were active. These alarms cleared and the speed and flow were resumed at 15:47:25. This sequence of events occurred again at 15:48:15. The speed and flow was maintained until the console was powered down on 04apr2022 at 17:26:48. There were no other notable alarms active in the log file. The centrimag motor was returned for analysis to the service depot and the reported event of the motor stopping was confirmed. The motor was connected and run on a test loop. When the motor cable was manipulated near the motor body bend relief and the pump stopped. Flow and motor alarms were active on the test console. The motor was forwarded to product performance engineering (ppe) for further analysis. Upon further analysis with ppe, the motor was connected to a test system. The motor speed was increased with no issues. The motor cable was manipulated and remained operating at its set speed as intended. When the motor cable was manipulated at the motor end bend relief, the flow would show ¿--.--". When the motor cable was unflexed, the flow would show the correct reading. The motor cable underwent a resistance and insulation test. During the resistance test when the motor cable was manipulated near the motor end bend relief, an open lead and a breach in the insulation was found on the a2+/a2- line. The motor cable was opened near the motor end bend relief. The red wire, a2-, had a small cut in it the insulation which caused a short to the shield when manipulated. The blue wire, a2, was found to be broken. The root cause for the reported event was conclusively determined to be due to damage to the motor cable wires. The device history records were reviewed for the centrimag motor (serial #: (B)(6)) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms including m5 and f3 alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 3003306248-2022-00059.